Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that she was still leaking and still having issues with the ¿weird feeling in the bottom of left foot¿ (foot felt like it was cramping) even though she changed programs. The patient reported that she might try increasing stimulation in current program or go back to original programming at program one and give it some time. The patient reported that her next appointment wasn¿t until april but would try to get in sooner due to reported issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that sometimes it hits the patient that they have to go to the bathroom, and they will leak a bit before they get there. It was also noted that they had an ultrasound of their pelvis about a week ago, around (B)(6) 2017, and for the last couple of days they sometimes have a weird feeling on the bottom of their left foot. It was stated that ¿feeling is not stimulation but just a weird feeling.¿ troubleshooting determined that the patient felt stimulation on their left side at 2.1 volts. When stimulation was turned to 0 volts, the patient confirmed that the weird feeling in their foot was starting to go away. It was recommended that the patient leave the stimulation off for a few minutes, and consider changing programs if the feeling goes away with stimulation off. If the feeling persists, or symptoms are not improved on another program, it was recommended that they follow up with their healthcare professional for reprogramming.

Event description:
Additional information was received from the consumer and determined that the patient's ultrasound of the pelvis was unrelated to the device or therapy. The consumer also reported that the circumstances that led to the leaking and funny feeling was unknown, but the patient is working on getting it resolved as of (B)(6) 2017. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.